Event description:
The MFR rec'd info from a third party service alleging a ventilator inoperative condition occurred. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the third party svc ctr, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr par 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.